Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer is not able to troubleshoot because of past event. Customer's blood glucose was 6.2 mmol/l. Customer stated that the alarm was are resolved by complete set change. The customer stated that all is working fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.